Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant attempt, the screw in the device header was turned out too far so that it fell out of the thread and could not be relocated. The ipg was not implanted and another device was used. No patient complications have been reported as a result of this event.